Event description:
It was reported that the programmer generated an error message. The client was advised to try reinstalling updated software. If that did not resolve the issue it was suggested that the programmer be sent in for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.